Manufacturer narrative:
Manufacturing site: asahi (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review including test results of hydrophilic coating revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Findings of lot history records review showed no anomaly in coating process and inspections. It was inferred that improper flushing of the concomitant diagnostic catheter likely contributed to the reported peeling of the hydrophilic coating. As the lumen of the diagnostic catheter was thought to be insufficiently moistened, it would generate greater friction between surfaces of the guide wire and lumen, leading the hydrophilic coating to be peeled off. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, the obtained information inferred potentiality that some coating fragment(s) might have been left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [precautions] this product must be manipulated while checking the product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, stop the manipulation, and check the cause under high-resolution x-ray fluoroscopy. If the cause of the resistance is determined to be damage to this product, carefully withdraw the product using a technique such as surgical operation as needed while taking care not to separate this product. [Malfunction and adverse effects] damage of hydrophilic coating.

Event description:
It was reported that a left ventricular diagnosis was performed with an asahi silverway guide wire. The physician inserted a non-asahi 5 fr. Pigtail diagnostic catheter (infiniti, cordis) along the silverway inserted into the patient's vessel. When the guide wire was removed, he found that the hydrophilic coating on the guide wire was peeled off. There were no adverse patient effects associated with this event.